Event description:
It was reported "purge failure error". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "recovering".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The customer pictures and video were reviewed. The third picture shows the pump triggered a "purge failure" alarm. The video, second and third pictures show blood inside the tubing connected to the pcs assembly. A device history record (DHR) review was conducted for the lot number/serial number with no rel-evant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "blood has been detected inside the driveline tubing leading to the pcs board" is confirmed based on the pictures and video provided. The pictures and video show blood inside the tubing connected to the pcs assembly. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to blood within the pump. The cause of blood backing up into the helium tubing in the pump would be an iabc balloon rupture. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "purge failure error". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "recovering".